Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was using the purple lumen daily for tpn infusions. On (B)(6) 2018 he was unable to flush the PICC line. The patient went into the clinic the next day ((B)(6) 2018) and the nurse was also unable to flush the PICC. The nurse also noticed a leak at the base of the purple hub where it connects to the external extension on the PICC. No patient injury reported.